Manufacturer narrative:
Investigation of the returned product determined the cause to be isolated to corrosion on the printed circuit board (pcb). Although glucose results may be delayed, blood glucose could be determined by alternate means, including use of another blood glucose meter, seeing a physician (as recommended in product labeling), or by seeking treatment at a health care facility. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Section 11 has been updated to reflect the returned product investigation. Section g-6 (follow up#) has also been updated. The returned meter was investigated with retained test strips. Meter did not power on with button depression or with test strip insertion. Blank screen was observed. Further investigation was performed and during internal inspection, liquid contamination was observed on the printed circuit board. Therefore, the issue is not confirmed to a user issue.

Manufacturer narrative:
The returned meter was investigated with retained test strips. Meter did not power on with button depressed or with test strip insertion. Blank screen was observed. Liquid contamination was observed on the printed circuit board. The complaint was not confirmed.this serves as a correction report. Section g4 ( date received by manufacturer) was incorrectly documented in the MDR follow up #3 report. The correct g4 date is november 22, 2016.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The returned meter was investigated with retained test strips. Meter did not power on with button depressed or with test strip insertion. Blank screen was observed. Liquid contamination was observed on the printed circuit board. The complaint was not confirmed.this serves as a correction report. Section h.6 and h.10 was entered incorrectly in the previous follow up report. Changes have been made to reflect the corrections. Section h.6 and h.10 are now corrected and reflect the true results.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Unless further information is obtained, this issue is considered closed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.